Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead integrity alert triggered due to the left ventricular (lv) lead having increased sensing integrity counters (sic), non-sustained tachycardia (nst) episodes, and increase of impedance values. The lead remains in use. No patient complications were reported as a result of this event.